Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be confirmed. The device passed all functional testing with no issues observed with pacing or pacer function using test accessories. No accessories were returned for evaluation. Review of the event log showed multiple "pacer output out of range" and "lead fault" messages with fluctuating pad impedance, including intermittent pads-on/pads-off conditions, with a maximum current of 90ma. These findings are consistent with poor impedance between the electrodes and the patient. The log also shows that sync mode for cardioversion was enabled during pacing, which is not required for pacing therapy. In addition, the photographs indicate that third-party electrodes were being used during the event and disposed of following the event. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace an 82-year-old male patient, the device failed to capture the patient's heart rhythm. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.